Manufacturer narrative:
Design anomaly in sw 2.4 and 3.xx.

Event description:
Customer reported they started the patient treatment and the rad on indicators were active. At 1:16 seconds into the treatment, the user noticed there were no mu's displayed and the elapsed time was not present on the operator station. User stopped the system but was unable to generate a completion procedure. On (B)(6), the user retreated the patient to entirety, which included retreatment of the first 1:16 seconds that was delivered on (B)(6). Once this was discovered, a subsequent fraction was modified by tomotherapy to account for the additional 1:16 second treatment, thus allowing the remaining fractions to be delivered as planned and not posing a risk to the patient. Tomotherapy has addressed this condition identified in urgent medical device notice dated august 10, 2009 and corrected in the 3.1.5/3.2.3 sw upgrade which was released on november 16, 2009. This particular customer site has yet to be upgraded by the distributor. All hi-art customers in the united states have received the 3.1.5/3.2.3 sw upgrade.